Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement and a paddle lead revision procedure due to an unknown reason. Additional information was received that the reason for ipg replacement and paddle lead revision was due to therapy upgrade.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement and a paddle lead revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 16916974 / 16739511.